Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) connected remotely and verified that the station was communicating properly with no errors observed in the data synchronization logs. The customer was contacted for additional details, including screenshots and med ID, to better understand the reported issue. Upon follow-up, the customer confirmed that the inventory was now visible and functioning correctly, indicating the issue was resolved without further intervention. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several medications were loaded but not shown in pyxis. However, there were no delay in patient care and no adverse events or injuries reported based on this event.